Event description:
It was reported that this implantable lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This implantable lead was capped.

Manufacturer narrative:
(B)(6) 2025 - (B)(4). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific products is only commercially available outside of the united states.